Manufacturer narrative:
Event date: exact date unknown, event occurred for several months.

Event description:
It was reported that the patient had to frequently charged the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.